Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the ipsilateral limb of the trunk-ipsilateral leg component was deployed while pushing up on the device. Reportedly the patient's left internal iliac artery was unintentionally covered by the ipsilateral limb. The physician stated that the device was pushed up hard, but left internal iliac artery coverage still occurred. The physician attempted to push up the ipsilateral limb using a balloon catheter, but the attempt was unsuccessful. The coverage will be monitored. The patient tolerated the procedure.